Event description:
On (B)(6) 2012, the reporter contacted animas alleging that keypad up and down buttons are not responding to every button press and are sticking. The patient is being sure all programming is correct. Reporter denies any peeling of keypad. The pump is worn in a protective case in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the down key was unable to be duplicated. All keys were tested and found to be responsive. The keypad was removed and contamination was found under the up/down/contrast/ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to this event, the display screen was found to be dim/fading.